Manufacturer narrative:
The subject product was not returned by the user facility. Additional information has been requested regarding event details and it was reported that no additional information could be provided at this time. Based on the limited information provided and without having the sample returned to evaluate, a root cause or probable root cause cannot be determined at this time. If additional information or the sample is received, this report will be updated. Review of the DHR showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures and met specification. This is an addendum to the initial emdr to document the receipt and evaluation of the sample product. Evaluation of the subject product found the guide wire and back up tabs were bent and broken fasteners deployed during the functional evaluation of the device. No manufacturing anomalies were found. Misfires and broken fasteners are a known result of a bent guide wire and bent back up tabs. The root cause is most reasonably determined to be use-related. The bent components on the devices may have been subjected to extreme angles or inadequate counter pressure during deployment, or may have sustained inadvertent damage from forces applied while in use. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there the optifix straight misfired, and this resulted in broken fasteners in the abdomen. There was no patient injury reported.

Manufacturer narrative:
The subject product was not returned by the user facility. Additional information has been requested regarding event details and it was reported that no additional information could be provided at this time. Based on the limited information provided and without having the sample returned to evaluate, a root cause or probable root cause cannot be determined at this time. If additional information or the sample is received, this report will be updated. Review of the DHR showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures and met specification. Unknown if device is available.

Event description:
It was reported that there the optifix straight misfired, and this resulted in broken fasteners in the abdomen. There was no patient injury reported.